Manufacturer narrative:
The used sample involved in the incident was returned to a foreign service center for evaluation. The returned abbocath-t catheter hub sample was cut open to visually inspect the inner region of the catheter hub. Visual inspection confirmed the catheter head remained embedded in the hub. Although the flared region of the catheter was still intact, the remainder of the catheter had become detached. Microscopic examination of the two catheter hub sections showed evidence of scratching by a needle on the inner surface. This scratching indicates that the introducer needle or another cannula device had been reinserted into the catheter hub after the completion of the i.v. Catheter placement procedure. Since the sample returned was attached to a latex plug adpater, co suspects the failure occurred when a needle was phushed through this adapter and advanced into the catheter. This practice is hightly likely to splice the catheter and was the most likely cause of the catheter breaking in this instance. The label copy insructions on the product packaging state the needle must never be reinserted through the catheter after completion of the catheter placement in the vein, as this action can sever the catheter leading to its passing into the pt's bloodstream. A review of the quiality history batch records for products lot 36-135-vm showed there were no quality or manufacturing issues that could have contributed to the reported problem. Corrected data: manufacturing site registration number was corrected from "57301" to "6000097". This has resulted in a new manufacturer's report number on this follow-up report. This report is a follow-up to abbott manufacturer report number 57301-1998-26.

Event description:
Report from abbott international affiliate (abbott spain) describing separation of the catheter from the hub of the intravenous access device. The report states: a 60 yr old male was admitted to a hosp in order to receive fluids and hemoderivates. An abbocath was placed in the left forearm without any problem. Approx one hr later, the nurse realized that there was a loss of fluids through the device. Then she noticed that the catheter had detached from the cone of the device and that it was inside the pt. A doppler showed that the catheter was located inside the cephalic vein. A cardiovascular surgeon evaluated the pt and did not consider it convenient to extract the piece of device at the moment, since the catheter might migrate upon the extraction trial. He deems it preferable to wait until the catheter has adhered to the vascular wall to then extract it. The pt was receiving immunoglobulin and nitroglycerin. No adverse sequelae were reported.